Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative (tsr) advised the home patient that they will need to start over with new supplies. The tsr assisted the home patient with disconnecting using proper aseptic way and opening the door to remove the cassette. The home patient stated that they will start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.